Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-april-2016, the fse conducted follow-up with the customer over-the-phone to address the reported event. Inspection of the device revealed a clog in the sample needle. The needle was replaced and qc ran without issues. No further action was required by fse. The most probable cause of the reported event was due fault/failure of the sample needle.

Event description:
On (B)(6) 2016, the customer reported a error 706 l syringe error with the g8 analyzer. The device reportedly had no needle in place and was making a grinding noise. The customer cleaned the coil under the large syringe but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.